Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. X-ray batteries, the pcba battery charger 1 and the pcba battery charger 2 were replaced. Then the system checkout was successfully performed with system passing all tests. System is performing as intended. Batteries were not returned for evaluation. However, the x-ray hand switch was returned unused while both of returned suspect battery charger boards were found to not be at fault. No further issues were reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported not being able to take fluoro shots and it was difficult to operate the hand switch. Patient was present.